Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 20mm sapien 3 ultra resilia valve in a surgical valve, the balloon on the commander delivery system was pulled too far in the valve during valve alignment. The operator attempted to withdraw the entire system, but the valve was getting stuck in the iliac artery. As a result, the valve was deployed in the thoracic aorta. A second valve was prepped. There were no issues during the second attempt and the valve was deployed successfully in the intended position. The patient was stable throughout the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Additionally, no imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, it warns to not position the valve past the distal valve alignment maker as this would prevent proper valve deployment. It also notes that the valve can be withdrawn and retrieved through the sheath only before valve deployment and to ensure the valve is centered on the flex tip if withdrawal is being attempted. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for difficulty or inability performing valve alignment during fine adjust and inability to withdraw delivery system with valve through the vasculature were unable to be confirmed. A manufacturing non-conformance could not be determined. A review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU/training materials revealed no deficiencies. As reported, "the balloon on the commander delivery system was pulled too far in the valve during valve alignment." Additional information stated "the operator may have gone too quickly with the fine adjustment wheel. It appeared the center marker was confused as the distal balloon marker. Valve alignment was attempted in a straight section of the anatomy. There was no tortuosity noted." Per the training manual, "warning: do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment." As such, it is likely that during fine adjustment of the valve onto the inflation balloon, the fine adjust wheel was overly dialed causing the valve being positioned too distal on the inflation balloon. In this case, available information suggests that procedural factors (over-rotation of fine adjust) may have contributed to the event. As reported, "the operator attempted to withdraw the entire system, but the valve was getting stuck in the iliac artery. As a result, the valve was deployed in the thoracic aorta." A valve aligned too distally may result in the larger crimp profile, making the crimped valve more susceptible to catching on vasculature during withdrawal attempts. Additionally, it is possible that during retrieval, a gap was between the valve and flex tip, causing the proximal valve struts to be exposed. During withdrawal attempts with a crimped thv, the training manual advises to "ensure the thv is centered on the flex tip", as this ensures that there is a smooth transition from flex shaft/tip to crimp balloon. If the proximal valve struts are exposed, they may interfere with vasculature during withdrawal attempts and contribute to the withdrawal difficulty reported. In this case, available information suggests that procedural factors (withdrawal of crimped valve aligned too distal and valve not centered at flex tip) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.